Event description:
Caller reported malfunction on pump. There was no adverse impact to the customer's blood glucose level. Customer experienced multiple occurrences of same malfunction, and technical support (cts) decided to replace pump. Customer was instructed to put pump into storage mode and return it using a prepaid label to avoid being billed. Cts also provided instructions for programming settings and connecting cgm to replacement pump. Replacement pump was sent, and customer will continue using current pump until it arrives.